Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, g1 (manufacturer contact facility name, manufacturing site name), h4 corrected: d3, d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a hip surgery on (B)(6) 2024, the nose of the instrument fractured and broke into two pieces. There were no reported consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event provided pg252705 was not valid, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary customer is complaining the "nose" to be broken off the instrument. Instrument fractured into two pieces. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the actis broach sz 3's surface: 1) the post had broken off from the device's body; 2) little scratches were observed on the distal portion of the device, making the product information illegible; and 3) the overall device surface exhibited signs of heavy usage. It is important to mention that the broken fragment was returned for evaluation. Breakage observed is consistent with eccentric loading applied beyond the material limit, resulting in high stress, low cycle fatigue fracture. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Little scratches and wear observed were identified as end of life indicators, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A manufacturing record evaluation was performed for the finished device pg262705 lot number, and no non-conformances nor manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the actis broach sz 3 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 27 2) date of manufacture: 4-nov-2016 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-090200836, rev e and f device history review a manufacturing record evaluation was performed for the finished device pg262705 lot number, and no non-conformances nor manufacturing irregularities were identified.